Event description:
Caller alleged discrepant results compared with the lab. Caller is a professor who ran his own correlation study. After receiving orencia infusions for ra, he noticed high (+15%) discrepancies. Pt calibrates his readings mathematically for physician dosage.

Manufacturer narrative:
Investigation pending.